Event description:
Additional information received that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to infection. This device was successfully replaced with a new device. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this product is to be part of a system revision due to infection. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information is expected as the revision procedure has not occurred to date. This investigation will be updated should further information be provided.